Event description:
The following was reported: "the screws that keep the outer housing covering the universal joint on the off set reamer handle came loose and fell out except for one" case type / application: tha 4.1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.